Event description:
A male underwent aaa repair in 2009. The patient's anatomical form was suitable for aaa repair and the procedure was conducted as labeled. Final angiography revealed that the right internal iliac artery was occluded due to coverage by the placed contralateral iliac leg. The physician judged no treatment was needed since no adverse event occurred, due to the occlusion and an endoleak was not present. The current status of the patient is unknown.

Manufacturer narrative:
The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) is listing the indications for use, contraindications, warnings & precautions, and the correct deployment procedure. Specific to this case, prior to deployment of the contralateral leg extension, the IFU instructs the user to confirm the position of the distal end of the iliac leg graft and ensure internal iliac patency. Additionally, the IFU warns that inaccurate placement of the graft may result in an increased risk of inadvertent occlusion of an internal iliac artery. At this time, the failure mode assigned to this case is "physician deploys an aaa graft inaccurately". However, it may be possible that the user chose a leg extension that was too long for this portion of the anatomy; but without films/images to review, this is not known at this time. Per information provided by the physician, he planned to place the contralateral iliac leg immediately above the right internal iliac artery (but as a result, the right internal iliac artery was covered by the contralateral iliac leg). The left internal iliac artery was opened, so it was judged that the patient's condition had no problem. A definitive cause cannot be reported at this time. We will continue to monitor for similar incidents.